Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is experiencing blurry vision, unable to see distances or near and feels the lens "didn't work". Add'l info was rec'd from the surgeon who stated the lens was exchanged for a different model lens with a different diopter. The patient is experiencing reduced symptoms after exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been no other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone and mail. A completed questionnaire was rec'd on 07/23/2014. (B)(4). This report was mailed to FDA on: 08/01/2014. (B)(4).